Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient¿s lead had migrated (confirmed via xrays). A surgical intervention is planned to address the issue.

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2018-08841. Additional information received identified the scs system was explanted due to the need of MRI.